Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the mega needle driver instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the mega needle driver instrument had a broken cable. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the instrument was visually inspected prior to use. There were no fragments that fell into the patient and no patient injury.